Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added: d9, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, after replacing your facility product and our asset front panel u, the failure event was resolved. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insufflation unit part of the led display is missing. There were no reports of patient harm.